Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor tips will not load into handle. Nothing appears to be in the way, but none of the impactor tips will load in the handle from the actis core set.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: visual examination of the returned device confirmed the reported allegation. The device cannot be assembled to its mating component. Additionally, damage/nicks near mating surface areas can be seen. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.